Event description:
It was reported that the patient was experiencing painful stim at waistline. It was noted that the patient had a CT scan ( date of the scan was unknown) and since then the patient was reporting pain around her waistline when stim is on only. When stim is turned off the pain goes away. The patient had a spinal needle placed and reportedly felt pain in their vagina. The stim was on at the time of the CT. The clinic was looking for guidance. The caller did not know if there was pain or change in stim at the time of the CT. Additional information received on 6/5/2015 noted that source of pain was still unknown. Event cause was not determined. Reason for the CT scan and whether it was related to the device was unknown. It was noted that the patient will have xrays of her device and be reprogrammed by the office. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the healthcare provider noted that regarding results of the x-rays performed: no acute radiography abnormality of the sacrum/coccyx. Troubleshooting included battery and impedance check - both were normal. Regarding actions taken to resolve the issue, the patient was asked to turn the stimulator down to a tolerable setting or consider having removal and replacement. Regarding if the cause of the pain since the CT was determined, it was stated: assuming from myelogram - the patient did not turn the unit off before procedure.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09hds, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).